Event description:
Boston scientific received information that the patient with this device system endured a ventricular fibrillation (vf) storm for an unknown amount of time. The device was interrogated and many of the events were overwritten. The vf became very fine and episodes appeared as undersensed and ventricular pacing. The patient received a total of six shocks, which were unsuccessful due to the duration of the vf. The patient was currently on extracorporeal membrane oxygenation (ECMO). No further information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.